Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt had lost coverage on her right side. All right side electrodes read invalid impedance values. A surgical intervention was undertaken to explant and replace the lead. It was reported the pt has effective coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.